Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified proximal left anterior descending artery. The lesion was pre dilated with a 2.5 x 8 apex balloon catheter. A 3.00x16mm promus element plus stent was used to treat the lesion but it could not cross the lesion. A 3.0 x 12 apex balloon catheter was used to dilate again the lesion. The stent was re-inserted. It was noticed that the stent look messed up and deformed on x- ray. The stent was completely removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
A visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. Stent struts were severely damaged and stretched starting at 6 mm distal to the proximal end of the stent and continuing for a distance of 21 mm. This type of damage is consistent with the stent meeting resistance upon withdrawal. The hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified proximal left anterior descending artery. The lesion was pre dilated with a 2.5 x 8 apex balloon catheter. A 3.00x16mm promus element plus stent was used to treat the lesion but it could not cross the lesion. A 3.0 x 12 apex balloon catheter was used to dilate again the lesion. The stent was re-inserted. It was noticed that the stent look messed up and deformed on x- ray. The stent was completely removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is combination product. (B)(4).